Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a polypectomy using the subject device, fine dark grey graphite powder leaked out from the subject device and fell off within the bowel of the patient. It was also reported that the powder fell off from the subject device and air leakage was noted during the cleaning process after the procedure. There was no other detailed information about the event, but there was no patient injury report associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. In the evaluation, (B)(4) confirmed that the insertion tube and universal cord of the subject device were non-olympus unit and made by a third party. In addition, (B)(4) confirmed the evidence of the reported grey powder and leakage from the air/water channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented. The operation manual has already warned; this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.